Manufacturer narrative:
(B)(4). The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced the device to desired position and complete first biopsy. User detected the distal end of sheath cracked during second attempt. User then changed another same device to complete the procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." The report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? No. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas if the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 2r¿2l¿4r¿ao¿ar¿11ri¿11s¿¿3.2x5.7mm please describe the size of the intended target site. 3.2*5.7 if not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure. Was the device used in a tortuous position? No. Are images of the device or procedure available? No. Was it damaged in packaging before removal? No. Was it damaged on removal from packaging? No. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Fuji eg-530ut fujifilm eg-530ut was force required on insertion of device into scope? No. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Needle retraction was difficulty experienced while retracting the needle? No. Was the syringe used during the procedure, after the stylet was removed? No. Was the needle able to be fully retracted before removing from the patient? Yes was gaining access to the targeted site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes was needle penetration of the targeted site difficult? No. Was the stylet partially removed prior to advancement of needle? Yes how many biopsies/passes were obtained with use of this needle? 0 did any section of the device detach inside the patient? Under confirmation.

Event description:
The device was evaluated on the (B)(6) 2021, this supplement report is being submitted to reflect this within section d and h.

Manufacturer narrative:
The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
1 units of lot c1699226 of echo-19 was returned opened in its original packaging. The devices involved in the complaint was evaluated in the laboratory on 19 may 2021. Sheath extender able to advance and retract without issue. Needle able to advance and retract without issue. Distal end of the needle examined, and no issue observed. Tip of sheath observed to be cracked. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl . A review of the manufacturing records for echo-19 of lot number c1743594 did not reveal any discrepancies that could have contributed to this complaint issue. The notes section of the instructions for use, which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Also, ¿intended use: this device is used to sample targeted submuscosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope.¿ there is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the device being in a torturous position, this could potentially have led to the needle becoming stuck on the sheath at some point during the procedure, leading to the sheath cracking distally. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.